Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for a pump reset and guided the caller through the process, resulting in a successful restart of the sensor session without the error recurring.